Event description:
The patient had an aicd with a broken lead. This device was recalled by medtronic. The defibrillator generator was removed. There was successful reimplantation of a new 6940 defibrillation lead.